Manufacturer narrative:
It was reported that the infection has re-opened the wound which has resulted in extrusion of the device. Explant and re-implantation is planned but has not taken place as of the date of this report. This report is submitted 13 july 2020.

Manufacturer narrative:
This report is submitted on 16 mar 2021.

Manufacturer narrative:
It is reported that the device was explanted on (B)(6) 2020. This report is submitted on 16 oct 2020.

Manufacturer narrative:
This report is submitted on may 18, 2020.

Event description:
Per the clinic, the patient experienced an (B)(6) infection at implant site and subsequently underwent a surgical procedure to clean the wound on (B)(6) 2020 and was placed on a 15 day course of intravenous antibiotics.